Manufacturer narrative:
(B)(4). A field service engineer was dispatched to customer site. The catalytic decomp filter and oil mist filter were replaced to resolve the odor/smells issue. Unit meets specifications and was returned to service on 03/09/2017.

Event description:
A customer reported an event of a "h2o2 smell" (odor) emitting from the sterrad® 100nx sterilizer. One healthcare worker (hcw) experienced dry throat and nose irritation. The hcw did not seek or receive any medical attention/treatment and is reported to be "ok." It was mentioned more people were affected, however, no other hcw's reported symptoms. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record (DHR), system risk analysis (sra) and functional analysis. The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release. The sra shows the risk for exposure to toxic or corrosive material to be "low." No parts were available for return and functional analysis. The assignable cause of the odor/smells issue is the catalytic converter and oil mist filter. The field service engineer replaced these parts and confirmed the sterrad® 100nx was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue.